Event description:
It was reported that during a bph procedure, errors 213; 521 and 302.13 were noted. Reportedly, when tried to restart the system, the laser did not turn on. The surgery was completed with an alternative procedure "rtu-monopolar". Patient outcome: "stable" reported. No injury to the patient was reported.